Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the clips apparently came dislodged in post-op. The pt was readmitted with bile leakage symptoms. Endoscopic retrograde cholangio-pancreatography was done. The clips were no longer on the duct. The clips were on the cystic artery. There was no consequence to the pt.